Manufacturer narrative:
The product was not returned, device analysis could not be performed.

Event description:
It was reported that following an unrelated lead revision procedure, the implantable cardioverter defibrillator's atrial channel exhibited oversensing of ventricular paced events. The device was successfully reprogrammed. No patient symptoms were reported.